Event description:
Underwent a cardiac catheterization. The patient tolerated the procedure well. The right femoral sheath was removed via angio-seal protocol. In the recovery room, she had pain and coolness in her right leg and was found to have an ischemic leg. She was then sent to the operating room. The right femoral artery was repaired, with a dissection of a blood clot, and part of the catheter was found lodged in the vessel causing obstruction. The patient did well postoperatively and was discharged home the next day.